Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not sync with the server and some medications were greyed out for some patients. A technical support specialist (tss) reported that a remote connection was established to the station to begin the investigation. The tss reviewed the data synchronization debug records and did not observe any errors. The tss verified the station time zone using the time zone utility command and identified that it was set to pacific standard time. The tss compared the configuration with the server and other functioning stations, which were set to eastern standard time. The tss updated the station time zone to eastern standard time and rebooted the station to apply the changes. The tss confirmed after reboot that the critical override notice was no longer present on the station. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station did not sync with the server and some medications were greyed out for some patients. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.